Event description:
It was reported via legal that a patient with bilateral knee replacement states that, "the right knee was replaced first and this one failed." The patient has pain and "suffering." "The doctor wants me back annually to watch the other knee which was done last year with the same product but to date shows no issues."

Manufacturer narrative:
It was reported via legal that a patient with bilateral knee replacement states that, "the right knee was replaced first and this one failed." The patient has pain and "suffering." "The doctor wants me back annually to watch the other knee which was done last year with the same product but to date shows no issues." Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
1038671-2024-04478. Recall number: z-0021-2022 the following sections were updated: a2, d4, d6a/d6b, d8, d10, g3/g4, h4, h6. The following sections were corrected: . The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.